Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly. A second device was opened, and the same thing happened the same lot number. A third device was opened from a different lot number it worked fine.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4: batch # a9d56k. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. Additional information was requested and the following was obtained:"please clarify how ¿the clips did not form properly¿ I was not given the exact number of malformed clips. Did device fire malformed clips? The clips fired but the crotch of the clip did not close and were loose on the duct. Did device fire scissored clips? No scissored clips were present did device drop or eject clips? No if other, please specifywere there any patient consequences? If yes, please describe." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medtch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.